Event description:
Pt has had major problems with the left knee. Pt wants to put their mind at rest that difficult recovery is not attributed to a defective or recalled part.

Event description:
Add'l info rec'd from rptr 05/30/06. Stryker corporation has not responded to my request for info. Why is it so hard to get this public info? I have now been told my knee has failed. I am facing surgery in the next 6 weeks. I have had major problems with the left knee. I want to put my mind a rest that my difficult recovery is not attributed to a defective or recalled part. I called stryker and I was connected to a rep, legal affairs administration. I asked her to provide me with a list of any recalls from stryker. She informed me it was not relevant for me to have the info. She said the info was available publicly. I asked her where and she would not tell me. I have been to www.recalls.gov and I cannot find any info about recalls for knee replacements system. However, when I use a search engine on the internet I get many law firms informing consumers of recalls of knee replacement systems. This includes palacos bone cement, smith and nephew knee replacement systems, john & johnson & depuy knee joint replacement, sulzer knee implant devices, johnson-elloy system total knee replacement, encore orthopedics corp, and stryker howmedica osteonics. In addition, other mfrs of knee implants may include the defective tibial baseplate are: biomet orthopedics, inc, biopro, corin, depuy, encore orthopaedics, endotec, hayes medical, howmedica international, inc, implex, johnson & johnson, kinamed, link orthopedics, orthomet, inc, osteoimplant technology, smith & nephew, stelkast, stryker howmedica, sulzer, whiteside biomechanicals, wright medical technology and zimmer. My desire to get well, and a law firm cannot help me with that. However, the only way I can get additional info is by contacting a law firm. It is too bad stryker does not treat all their customers with same concern as arnold palmer. I hope without any additional frustration you will send me the info. I have a copy of my hosp chart and I want to match the lot numbers in the chart with the recall list.